Event description:
One endeavor rx drug-eluting stent was implanted at the proximal lad. At 30 day follow up, patient displayed stable angina. Patient was asymptomatic / free of symptoms at 6 month follow up, at 1 year follow up and at 1.5 year follow up. A sudden death is reported to have occurred approximately months following index procedure. It is reported that event was not associated with an mi and that there was no evidence of stent thrombosis. Autopsy report is not available. Investigator indicated that it is not assessable if the event was related to the study stent.

Manufacturer narrative:
(B) (4): evaluation results: (death).